Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges unit tipped off a bus ramp.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges unit tipped off a bus ramp. Alleges going up a ramp on a mobility access van when unit came to a stop and then continued backwards, chair tipped back and toppled over.

Manufacturer narrative:
The device was returned and evaluated. The alleged incident could not be duplicated.

Event description:
Alleges unit tipped off a bus ramp. Alleges going up a ramp on a mobility access van when unit came to a stop and then continued backwards, chair tipped back and toppled over.